Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion due to high thresholds on the right ventricular (rv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was failure to pace at maximum output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.